Event description:
A pt was unable to adjust their stimulation as power on reset condition occurred. A "call your doctor" icon was displayed. The pt's outcome was not reported. Additional info is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).